Manufacturer narrative:
Evaluation summary: kinks were evident on the hypotube of the returned device. Blood and residue was visible in the inflation lumen and the balloon. During the analysis, the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, confirming the presence of a leak. A pinhole leak was detected in the balloon working length. The leak site was jagged and uneven. No other damage noted on the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a nc sprinter balloon catheter to pre-dilate a severely calcified, moderately tortuous lesion with 70-90% stenosis in the ostium of the rca (3.00mm in diameter). No abnormalities reported in relation to the anatomy. The lesion was pre-dilated. There was no damage noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. During the 1st balloon inflation, a balloon burst is reported to have occurred. The device was not moved or re-positioned prior to the burst. Inflation pressure of 6 atm was applied to the balloon prior to the burst. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No excessive force was used. Procedure was completed with a new device, same model and size. Patient is alive with no injury.